Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut in two parts. Also, the trailing haptic was observed to be broken. A few loose particles were observed in the optic zone compatible with handling the lens. The lens condition was consistent with a lens that had been explanted from the patient's eye. A review of the manufacturing records showed no deviations or nonconformities. The batch passed all acceptance criteria for all tests performed and was within all specifications. It was stated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced due to a detached haptic. The reported lens was removed and a new lens was implanted with no further issues. It was also noted that to remove the iol the original incision was enlarged.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.